Event description:
Information received from the field does not address the patient's clinical status but notes ventricular oversensing. A decision was made to increase the ventricular blanking to 20 ms and decrease the ventricular sensing to 3.5mv, but this did not alleviate the problem. A second holter check still showed pauses. The patient will be seen again for further evaluation.